Event description:
It was reported that a (B)(6) african american female patient who underwent primary breast augmentation surgery with two 350cc mentor smooth round moderate plus profile saline breast implants experienced bilateral deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. FDA correction/ removal reporting no.3005423519-10/12/2021-00. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 20, 2022, mentor became aware that patient's left side device was accidently deflated by hcp during explantation surgery. On july 8, 2022, the mentor failure analysis lab has received the device for evaluation. However, no further reporting will take place since patient's left sided device did not experience an adverse event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the revision carried out on (B)(6) 2022 for lot number 9552229. Non-conformance's were found with number nr-(B)(4) related to device malfunction. H9. FDA correction/ removal reporting no. 3005423519-10/12/2021-00 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, patient was replaced with two 475cc saline smooth round moderate plus profile implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on august 4, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 350cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).